Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implanted pump. It was reported the patient's pump was revised in the past due to the pump rubbing on the patient's rib cage and causing pain and discomfort.